Event description:
A patient underwent leksell gamma knife treatment on (B)(6) 2013 and received 2nd degree burns in two places from the headframe.

Manufacturer narrative:
The manufacturer's investigation has identified that the user has used non insulated fixation posts in MRI. The use of non insulated fixation posts in MRI is contraindicated. The user has received the user notice (B)(4) from 2009 that states that only insulated fixation posts shall be used in MRI. The manufacturer concludes that this incident was use error. This is the manufacturer's final report.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.